Event description:
It was reported that during a laparoscopic zenkers diverticulum procedure, the device was fired without a reload. The device cut and no staples were delivered since the cartridge was not loaded. This occurred on the first firing. The procedure was converted to open in order to repair the tissue with suture. It is unknown how the procedure was completed. The patient remained in the hospital for an additional day and is doing well at this time. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.